Manufacturer narrative:
The device evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the optics of the videoscope were faulty with image distortion. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken and the image is not displayed based on the results of the investigation, a probable root cause could not be identified. Regarding the events found by olympus, it is likely the following led to the malfunctions: the r-unit is broken and therefore the image is not displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.